Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had two approved temporary deviation notices which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that a positive dialyzer blood leak occurred upon the start of the patient's hemodialysis (hd) treatment. There was no reported patient adverse reaction or injury. Although requested, no additional information has been made available at this time. No sample has been made available to be returned to the manufacturer for evaluation.